Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/23/2014 with the following findings: the reported issue could not be adequately investigated due to a blank display issue; no conclusions could be determined in regards to the reported issue. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank due to a failed display flex. The suspect display screen was replaced with at test display screen; the pump display functioned properly with the test display screen installed. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen visual was dim, faded, or discolored. In addition, it was reported that the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.